Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 516 mg/dl at the time of the incident. The customer reported that they started a very high blood glucose event yesterday. The patient's current blood glucose was 225 mg/dl. The customer started treating with the pump but disconnected the pump and began taking lantus to treat. The customer had been off the pump for about 24 hours. The customer started with moderate ketones and moved to large ketones and was treating with water and crystal light trying to flush ketones. The customer blood glucose kept rising to 516 mg/dl. The customer took 2 injections of lantus and then the customer was down to the 200's mg/dl. By midnight customer was down to low 200's mg/dl. The drive support cap appeared normal (slightly indented).the customer also saw a large air bubble in the reservoir. The pump passed tests and seemed to be working. The customer will call endocrinologist to see if they can see her about this episode. The customer will continue to monitor her blood glucose after putting pump back on in a fresh site and call if further problems arise. The insulin pump will not be returned for analysis.